Event description:
Pt. Undergoing an urgent coronary artery bypass graft x2 at hosp, in 2003. Near the end of the procedure, while tying the pursestring cannula, irregularity of the suture caused a tear in the left atrium tissue. This was immediately repaired and there was no adverse outcome to the pt, who continues to do well. Upon later exam of the suture material, by involved surgery staff and a co rep, it was reported that there were some irregularities in the silicone coating used on the suture material. Suture was returned to the manufacturer for further testing. The outcome of that follow up is still pending.